Manufacturer narrative:
Dr. (B)(6) spoke to (B)(4). He informed all of us that he uses flextrodes and hot packs - to which we attempted to strongly encourage him not to do any more. He claimed that he had been doing treatments this way for 20 yrs and was not going to stop - despite our warnings. He claimed that he had approx 8 pts burned, with no serious injury, since he purchased the unit in (B)(6) 2009 but will not stop doing treatment his way. On may 21, 2010 the unit was returned to mettler for eval (ero# (B)(4)). The unit was checked and tested by service technician and qc inspector and no problems were found by either party. It was concluded that the incorrect manner in which dr (B)(6) conducts his treatment was the cause of the burns as the unit is functioning properly. On may 26, 2010 - mr. (B)(6) was contacted and told of mettler findings. The unit was ready to be returned to him. Per mr. (B)(6), the unit is not to be returned to him as he wishes to trade it in for a different mettler model. He is waiting to speak with (B)(4) regarding this matter. (B)(4).

Event description:
Per dr (B)(6), he was conducting a muscle stim treatment using mettler me930 unit (s/n: (B)(4)) with hot packs and flextrodes. He ran the intensity up to 30 and conducted the treatment on the pt - with no complaints of discomfort or heat from the pt. Upon completion of the treatment, dr. (B)(6) removed the flextrodes and the hot packs and noticed a black lesion plus redness on the pt's cervical (back of neck). (Approx size 2 cm tall x 1 cm wide). He told the pt about it and the pt claimed he felt fine and had no pain. However, later in the evening, the pt went to the urgent center and was sent home with ointment for second degree burns to the back of neck.